Event description:
It was reported that patient received inappropriate shock and sensing issue was observed on the device. Device was explanted and a new device was implanted. No further information available.

Event description:
Device is part of the fsca advisory.

Event description:
New information received: patient was stable post procedure.